Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy 6-12 months ago due to failure to charge their system due to memory issues. In turn, the ipg will no longer communicate with external devices and was deemed inoperable. Reportedly, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.